Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: does the surgeon believe that the dermabond product involved caused and/or contributed to the postoperative complications described in the article?-yes. The doctor commented ""in these patients, we considered that sensitization to dba had been occurred with the first use of dba."" In the article discussion. Does the surgeon believe there was any deficiency with the dermabond product used in this procedure?-no information." Reference attached journal article.

Event description:
It was reported in a journal article entitled : contact dermatitis caused by dermabond advanced use authors: shiho nakagawa, md; hirokazu uda, md; shunji sarukawa, md; ataru sunaga, md; rintaro asahi, md; daekwan chi, md; kotaro yoshimura, md citation: plast reconstr surg glob open. 2018; 6: e1841. Dermabond advanced (ethicon) is a liquid skin adhesive agent containing 2-octyl-cyanoacrylate. It has been widely used globally and has many advantages. In this study, the authors investigated the characterization of contact dermatitis after dermabond use and examined its incidence rate from the clinical experiences to clarify the adequate use of dermabond. Based on these results, the authors also evaluated the safe use of dermabond in the clinical setting. The authors conducted a retrospective review of 100 consecutive patients (age range: 30 to 72 years old) who underwent skin closure with dermabond at (B)(6) between june 2012 and december 2015. All patients underwent breast reconstruction surgery, and dermabond (ethicon) was mainly used on their trunks, such as, for abdominal wound closure after abdominal flap elevation. Reported complications included a (B)(6) patient with contact dermatitis which was treated with steroid ointment. The authors considered that dermabond use is inadequate for wounds with an improper margin and in dry and low-skin barrier areas such as the trunk and limbs because it may induce irritant contact dermatitis and sensitization of dermabond and subsequent allergic contact dermatitis. Frequent use can also induce sensitization. If patients have a history of acrylate allergies, dermabond use should be avoided because immunological cross-reaction from acetylates could result. Additional information has been requested.